Manufacturer narrative:
(B)(4). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of weakness, edema, dyspnea and cardiac enzyme elevation, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information review, the reported weakness, edema, dyspnea and cardiac enzyme elevation were secondary effects of the heart failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch report, the additional information was obtained: on 11/05/2018, the patient was hospitalized for 2 days of worsening generalized weakness, shortness of breath, and lower extremity edema. Diagnostics were performed and worsening heart failure was diagnosed. Medication was provided as treatment. The patient was discharged to home on (B)(6) 2018. Elevated troponin was noted on (B)(6) 2018. There was no myocardial infarction.

Manufacturer narrative:
(B)(4). (B)(6). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as a high mitral valve pressure gradient (stenosis) was reported during and post-procedure. It was reported that on (B)(6) 2018, a mitraclip procedure was performed for mixed mitral regurgitation (mr) grade 2+. The patient presented with a mean mitral valve pressure gradient of 6.8mmhg. One mitraclip was implanted without issue. The mean mitral valve pressure gradient was 7.7mmhg post implant. A second mitraclip was also implanted without issue. The mean mitral valve pressure gradient was 10.9 mmhg post implant. Reportedly, there was no device malfunction. Post procedure, the mr was 1+. No additional information was provided regarding this issue.

Manufacturer narrative:
Patient codes: 1729 labeled 1762 labeled 1908 labeled. 2484 labeled. Internal file number - (B)(4).

Event description:
Subsequent to the previous medwatch report, the additional information was obtained: on (B)(6) 2019, the patient collapsed, was unresponsive in cardiopulmonary arrest. The patient was intubated, cardiopulmonary resuscitation was performed, and the patient was transferred to the hospital via life flight. Diagnostics were performed. Elevated cardiac enzymes were noted. Echocardiogram showed a mean mitral valve gradient of 15mmhg and severe tricuspid regurgitation. Atrial fibrillation with rate of 76 beats per minutes was noted. Heart failure and severe pulmonary hypertension were diagnosed. As treatment, surgical mitral valve replacement was performed on (B)(6) 2019 and plasma transfusion was provided. There was no reported device malfunction

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. It should be noted that the reported patient effects of mitral stenosis and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information review, the reported heart failure appears to be related the mitral stenosis. However, a definitive cause for the mitral stenosis cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch report, the additional information was received: post mitraclip procedure, the patient developed a urinary tract infection (uti) and fluid overload was noted. On (B)(6) 2018, the patient was hospitalized for heart failure and diagnostics were performed. Reportedly, the mitraclips placed had increased the mitral pressure gradient and caused worsening heart failure symptoms. Reportedly, all reports showed the mitraclips in stable and in appropriate positions. Treatments included medications and intravenous fluids. On (B)(6) 2019, a mitral valve replacement was scheduled, however was cancelled due to the uti.

Manufacturer narrative:
Internal file number - (B)(4). In this case, there was no reported device malfunction associated with the clip delivery system (cds). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. The reported patient effects of cardiac arrest, atrial fibrillation, hypertension and respiratory failure as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information provided, the reported cardiac arrest, atrial fibrillation and respiratory failure appears to be related to the hypertension and severe tricuspid regurgitation(tr); however, a definitive cause for the hypertension and tr cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Internal file number - (B)(4).